Event description:
After additional review, it was reported that the patient could hardly sit down. The patient notice the symptoms started to get worse and really bad the last couple of weeks. The healthcare provider did not think that the device had moved out of place or anything but think something was wrong. It was noted that the patient notice blood when they went to the bathroom the day before reported event date. It was also reported that the implant was "sticking out" of the patient's back and the patient felt pain when it was touched.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient never had therapeutic effect and the device did not help with symptoms. The patient had also started having bowel issues; it hurt when she went to the bathroom and she had "loose stools" and constipation. It was indicated that 3 months after the patient was implanted, she "fell over in pain" from her hip and leg. When the patient turned stimulation off, the pain went away. The reporter stated that the pain had gotten "worse" starting 6 weeks prior to the report and she had been to two emergency rooms (ER) 4 times. Over the 2 days prior to the report, the pain "increased." The pain was noted to have "extended" to the spine, legs, butt and tailbone. When stimulation was off however, the patient was still getting pain. It was noted that the patient "felt like there were rubber bands around her legs." The reporter indicated that the implantable neurostimulator (ins) "stuck out of the patient's body" and when she pressed it "she felt pain everywhere. The ins was checked and it was noted that "it didn't look like it was out of place." The patient had a heating pad on the back area to help with the pain but couldn't sleep. Pain medication and muscle relaxers were not helping either. There was no known accident or incident related to this. It was noted that a healthcare provider stated that the device "needed to be taken out because it was most likely causing the pain." The reporter indicated that the patient had an appointment scheduled for (B)(6) 2013 to have the device removed but the appointment was cancelled. The patient wanted the device removed "asap" due to the pain and had made several attempts to have the appointment rescheduled. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # v815657, implanted: (B)(6) 2011, product type lead. (B)(4).